Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4). Concomitant product: 6944, implantable tachycardia lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that this lead was explanted due to an infection from an unknown source. No additional adverse patient effects have been reported as a result of this event.